Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv); however, the iipv was not duplicated during evaluation. The device was determined to meet functional and electrical performance specification requirements. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The cause of the iipv was false empty detect at initial drain and the initial drain alarm volume was met. This issue is being investigated through CAPA. In the initial medwatch report, was checked indicating the evaluation summary was attached when it was not.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Event description:
The registered nurse (rn) contacted global technical services (gts) regarding a high drain 101/call pd nurse alarm, which indicates that the patient drained greater than 200% of the maximum prescribed cycle fill volume. This meets increased intra-peritoneal volume (iipv) criteria, which occurred on the homechoice (hc) during drain. The rn stated the home patient (hp) called her about the alarm. The rn reviewed the alarm log. There were repeated low drain volume alarms. The rn was not sure which drain cycle the high drain occurred in. They called the hp and found the high drain occurred in drain 1. The technical service representative (tsr) reviewed the therapy log. The alarm log was full of low drain volume alarms only. The hp stated they had repeated low drain volume alarms during drain 3 of 4. The hp stated all they did was sit on the side of the bed and press stop/go, and finally the machine moved to fill 4 of 4 and then drain 4 of 4 with no dwell period. The tsr explained that the dwell time was used up because of repeated low drain volume alarms. The hp uses 1.5% solution. The initial drain volume was equal to 1ml, the fill volume was equal to 2l, and the last fill volume was equal to 0ml. The tsr advised the hp to call when alarms occur for better troubleshooting assistance. The hp would use the machine for therapy tonight. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance (ps) spoke with the registered nurse (rn) on (B)(4) 2012, regarding the alarm. The nurse stated that she has not heard from the patient since then, so she assumed everything was going fine. She stated that as far as she knows, the patient has been able to continue therapy successfully on the cycler. There was no patient injury or medical intervention reported. No allegations were made against any baxter products.